Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittently shutdown multiple times during the night and the customer did not know why. Blood glucose was 130-140s mg/dl. The customer also mentioned that due to recent knee surgery, boluses were not delivered due to not eating. No additional information was provided at the time of the report. Although multiple requests were made, the customer did not reply with additional information.